Event description:
It was reported that the left ventricular lead exhibited loss of capture. X-ray confirmed lead dislodgement. The patient was in good medical condition and would be re-evaluated in three months.